Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed.

Event description:
It was reported that towards the end of the atrial fibrillation ablation case, there was a perforation on the left atrium. The physician did an echocardiogram that confirmed the results. The patient's blood pressure dropped, pericardiocentesis was performed where dark red fluid was extracted. The patient was said to be stable and doing alright. The physician was not sure at what point the perforation occurred because the leak was small and slow.